Event description:
While doing a rotablation for gyn surgery, the trocar sheath broke off in the patient's uterus. Md was able to retrieve the intact piece from the uterus and the equipment was taken out of service.